Event description:
In 2004, the patient contacted lifescan alleging that her one touch ultra meter was reading in the incorrect unit of measurement. The patient did not know how to operate the meter, so she did not use it. She went to the ER. No result obtained in the ER was provided. The ER nurse gave the patient food and drink and the patient felt better. The customer care representative (ccr) confirmed that the meter was set to mmol/l instead of mg/dl. The patient stated that the meter had previously been set in mg/dl and she did not recently change the units of measurement. The ccr walked the patient through resetting the units of measurement. As the patient had not been using the meter, there is no indication that the patient experienced injury or medical intervention due to the meter. The patient did not recall resetting the units of measurement; therefore, there is an indication that the meter spontaneously changed units of measurement. The event meets the criteria for a medical device reportable as a product malfunction. No products were replaced.